Manufacturer narrative:
All of the buttons functioned properly during testing. However, corroded keypad traces were noted during the visual inspection. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, and a scratched reservoir tube window.

Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. Customer's blood glucose level was 147 mg/dl. Customer stated that she got a low reservoir alert and she was able to clear it. Customer was unable to give a bolus later on. Customer stated that the keypad was not responding. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)